Event description:
The customer reported that the 840 ventilator had a blank display. The malfunction did (not) occur during patient use. The covidien tech support engineer (tse) troubleshot the issue with the customer over the phone. The customer was advised to replace the graphic user interface (gui) printed circuit board (pcb). Covidien was not authorized to service the device.

Manufacturer narrative:
(B)(4).